Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen is scratched rendering it unreadable. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: on examination, the display lens was heavily scratched. The display screen was found to be dim and discolored when illuminated. Unrelated to the original complaint, the up arrow, down arrow and ok buttons had intermittent response on testing and required multiple presses to evoke response. The keypad cover was intact without damage. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and ok buttons.